Event description:
Customer reports back to back testing on complete system with results of 507 mg/dl and 107 mg/dl. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.